Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had fallen on (B)(6) 2018 for reasons unrelated to the device. The right atrial lead exhibited high impedance and lead fracture was confirmed via fluoroscopy. The lead was capped and replaced on (B)(6) 2018. The patient was stable post-procedure.